Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high compared to feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2015 an unspecified time before the alleged issue began, he awoke with symptoms of hypoglycemia ¿racing heart and felt weird¿. The patient then tested his blood glucose at 04:00am and obtained a result of ¿4.1mmol/l¿ on the subject meter which he felt was inaccurately high. He stated that he then self-treated with food and /or drink. The patient manages his diabetes by self-adjusting doses of insulin and had made no change to his usual diabetes management routine. At the time of troubleshooting, the csr determined that the correct unit of measure was used at the time of testing. The test strips were had been stored properly and did not exceed their expiry date. Csr also noted that the patient did not have control solution to walk through a test. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the self-treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1, the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition the test strips passed all testing with no faults found. The reported issue could not be confirmed. Retain test strips passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.